Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2019-06486. All investigation activities will be captured under report 1416980-2019-06486.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was damaged (details not specified). This issue was identified during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual sample was received for evaluation. A visual inspection was performed using the naked eye which revealed that the 2 piece luer lock was missing. The reported condition was verified during initial inspection. A functional testing was not performed for this complaint. The cause of the reported condition was found to be due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.